Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported: inratio = 4.5, lab = 3.7. Patient will perform additional testing. Tech support to follow up.